Manufacturer narrative:
(B)(4).

Event description:
Refer to manufacturer report #3007566237201007735. It was initially reported that a pt was admitted to a hospital with spasm. Pump failure was suspected. The pt was treated for early baclofen withdrawal. A catheter dye study was attempted, however they were unable to aspirate cerebral spinal fluid from the catheter access port and dye was unable to be injected. A catheter revision was planned for (B)(6) 2010. Lioresal with a concentration of 2000 mcg/ml at 300 mcg/day was administered via the pump. On (B)(6) 2010, it was later reported that an overdose had occurred, with the following pt symptoms: unresponsive, and hypotonia. The overdose occurred following a new pump catheter replacement on (B)(6) 2010. Following the replacement procedure, the pt became unresponsive with hypotonia and required intubation. It was noted that prior to the device replacement surgery, the pt underwent an under-dose due to a catheter issue. At the time of the replacement surgery, the physician elected to replace the pump as well as the catheter. Concentration, drug, and dose rate were confirmed to have been correctly programmed. A volume discrepancy was not confirmed, but was discussed. On (B)(6) 2010, it was further reported that the pt's reduced consciousness occurred approximately 2 hours following the replacement device surgery. The pt was placed on a ventilator overnight. The pt was awake the following morning and was extubated. Spasticity was controlled using a reduced dose of 100 mcg/day. It was noted that there was no issue found with the pump. The pt was noted to have fully recovered and was returned back to their residential care facility.